Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose level was 13 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. Customer stated insulin pump was over delivering insulin. Troubleshooting was performed. The devices will not be returned for analysis.